Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to conduct the prime or occlusion tests due to the motor error alarm. The motor was tested outside the device, and it passed. The pump also had a cracked reservoir tube lip, a cracked lcd window, minor scratches on the lcd window, and a cracked case at the display window corner.

Event description:
It was reported, the insulin pump alarmed compromised force sensor system. Customer was priming the device and insulin was squirting. Customer's blood glucose was 144 mg/dl. The device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap was normal and does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.